Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient was taken to the emergency room on (B)(6) 2024, due to high blood glucose level of 559 mg/dl. During hospitalization the patient was tested for ketone level which came high, and for hugh blood glucose was treated with fluids of saline and insulin intravenously. During the time of this report, the patient was still in emergency room. No further information available.